Event description:
Post atherectomy of the left sfa, embolization to the tibialperoneal trunk was observed. The physician performed angioplasty to break up the embolus and also manipulated the smaller emboli with a wire. This resulted in visulization of flow to the affected arteries of the ankele. Palpable anterior tibial and posterior tibial pulses were noted at the post-op exam. The physician also reported that the nonsecone of the device had separated. Investigation of the returned device noted separation was probably caused by excessive force by the user when handling the device, as evidenced by housing and weld distortion. The ramp performed as designed to prevent nosecone detachment. The nosecone remained attached to the main catheter saft. As of 2/2006 physician is unaware of any complications with the patient from this incident.